Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected battery out limit was noted. The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons did not respond while delivering a bolus. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.